Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, no radiofrequency (rf) telemetry was noted on the device. Due to no telemetry, programmer was not able to communicate with the device. Programming changes were made, and telemetry was restored. The patient did not experience any adverse consequences.